Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during vitrectomy surgery, cutters from both packs showed a cutting defect (intermittent cutting). The surgery was completed in the same day, but it was not known how it was completed. The aspiration condition was normal. There was no information about any patient impact. This complaint pertains to two reports received from the same facility.